Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a panel connection lost occurred during startup in a non-clinical environment. There was no indication of ventilation stop and no technical events or technical failures. The panel connection lost was logged in the logfiles. The ventilation unit (vu) esm board was identified as defective and was replaced. The field service technician confirmed that the ventilation unit (vu) esm board was replaced, the device successfully passed the service software checks, and was returned to use. No further information was received. The case is considered closed.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is still ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): during a non-clinical procedure a panel connection lost occurred. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.